Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 377 mg/dl at the time of incident and the current blood glucose level was 298 mg/dl. The customer was treated with syringe for high blood glucose level. The customer stated that the symptoms related to high blood glucose such as nausea. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contacted their health care professional regarding the high blood glucose. Customer did allege pump was under delivering because reservoir discrepancies. Customer stated drive support cap appeared to be normal. The insulin pump will not be returned for analysis.